Event description:
It was reported that the apexpro telemetry server (ats) displayed error messages and stopped monitoring. Alternate monitoring was available within 35 minutes and patients were re-admitted to another telemetry server. There was no serious injury or death reported, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.